Manufacturer narrative:
Date sent to the FDA: 06/15/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2011.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2010 during which the surgeon noted loops of small bowel rotated into and adhesed to the mesh. The small bowel was not salvageable and small bowel resection was required. The small bowel and mesh were removed. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. Other procedure is captured under separate file. No additional information was provided.